Event description:
Patient called stated she is having most of the same issue she was having the last time she called. Patient services (pss) assisted patient with troubleshooting and controller will not connect to ins without the recharger telemetry module (rtm) plugged into the controller. Controller shows ins 70%, controller 90% charged. Patient confirmed there is no visible damage on the controller. Patient stated the date or time is not correct on the controller. Pss assisted patient with correcting the date and time without rtm connected and date / time is not active on the screen. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pts controller was not working like it use to for the last week. It would take so long to charge their implant battery, when recharging the implant battery they would get a message that they needed to push thing and look at the device for it would say need to recharge for it was down. Pt noted their controller would not show them what was going on for pt could be recharging their implant battery and it would show 30% and then without time passing by the implant battery would show 70% the next time pt unlocked their controller. Pt noted when they would plug the controller into the ac power supply the implant battery would not hold a charge very long for it would go down when recharging the controller and it use to not do that. Then today when the pt was recharging the implant and when they went to stop the charge to plug the controller into the ac power supply they got the message software problem 1. Intellis 2.3.6 3.243 4. Qf_port. During call pt reset their controller and attempted to recharge their implant battery, pt was recharging at excellent. The troubleshooting steps that were taken on the call resolved the issue. Pt noted their hcp was dr. (B)(6) but last time pt spoke to medtronic the pt was told from someone that dr. (B)(6) was not on their board.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.